Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, two (2) times before and during the procedure, the image turned black and the long black part under the handle that is placed in the column could turn around and was loose. Restart had been tried, but with the same result. There were no reports of patient harm.

Event description:
It was reported, two (2) times before and during the procedure, the image turned black and the long black part under the handle that is placed in the column could turn around and was loose. Restart had been tried, but with the same result. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leakage a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the video cable is broken and therefore the image is not displayed. The outer tube is damaged and therefore the leakage current is inadequate. Olympus will continue to monitor field performance for this device.